Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer's blood glucose (bg) level was 300 mg/dl with a small to moderate level of ketones. The customer reverted to using insulin injections to manage diabetes. As the customer had removed the cartridge and infusion set from the pump, a system check to determine a possible cause of the occlusion was unable to be determined.